Event description:
It was reported that coil separation at the tip occurred and additional intervention was required. A platinum plus was selected for a chronic total occlusion (cto) procedure. During the procedure, an attempt was made to pass the platinum plus through the artery. The device was difficult to advance. The tip of the platinum plus became bent, and coil separation occurred. The guidewire was removed from inside of the patient. A different guidewire was used to complete the procedure. There were no patient complications as a result of this event and the patient fully recovered. It was further reported that the tip of the device stretched and separated. The separated portion of the device was snared to be removed from inside of the patient.